Event description:
The facility rep reported a pump with failure code 570:320:844:0000. Info was not provided regarding whether or not the event occurred during pt use. According to the hosp rep there was no pt injury or medical intervention reported.